Event description:
A complaint of imprecise sequential readings was receive on a customer's precision xtra optium blood glucose meter. The customer obtained readings of 7 and 25 mmol/l. When results were plotted on a parkes error grid, the results fell in the "c" zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.